Manufacturer narrative:
Subsequent to the initial medwatch report filed, it was reported that this proglide device was reported in error. There is no complaint against this device. There was no device malfunction or adverse event associated with this device. There was no patient involvement. Device analysis found the device was returned in the pre-deployed position consistent with additional information received. Based on this new information, this device would not be MDR reportable.b5: describe event or problem. B7: other relevant history. H6: medical device problem code - 1142 and 1562 removed. H6: health effect - impact code - 2199 removed.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that this proglide device was reported in error. There was no device malfunction or adverse event associated with this proglide device. The device was opened; however, in the opinion of the operator, the vessel condition was poor, there was severe calcification and the subcutaneous tissue was too thick for proglide use. The proglide device was not used. There was no patient involvement. Based on this information, this device would not be MDR reportable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a carotid artery stenting procedure. Reportedly, the needle did not connect with the "sleeve" and the suture broke. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.